Event description:
Stent placed in patient's mid lad (left anterior descending) coronary artery. After stent placed, ivus (intravascular ultrasound) catheter inserted to assess stent deployment. When md (doctor) tried to remove the ivus from the stent, it would not pull back without pulling the stent as well. The ivus catheter somehow became attached to stent and could not be safely removed from patient's coronary artery. After attempting to do so for 90 minutes, decision made to go to the or (operating room) to surgically remove the cath lab equipment.